Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: the pump was powered up to a dim and pink display. The battery compartment was cracked below and above the grip pad. The ok keypad button was over responsive. The keypad was removed and contamination was found under all the button contacts. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the display was dim, and the ok keypad button was over responsive. This report is made based on results of investigation completed on 23-oct-2018.